Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: the pump's black box showed a sudden drop of voltage resulting in a low battery and replace battery alarm. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power issues observed. The pump's electrical current draws were within specifications. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.